Event description:
It was reported that the pacemaker device exhibited loss of capture (loc) and low amplitude signals. Upon review of the ventricular episode, it showed a low-amplitude vp signal on this right ventricular (rv) electrogram (egm) following completion of an rv auto-threshold test. The rv threshold and impedance trends remained stable and within range over the past year, with limited variability in intrinsic amplitude measurements. Technical services (ts) recommended to consider in-clinic assessment of rv capture and confirmation of appropriate rv output safety margin programming if rv loc remains clinically suspected. This rv lead remains in service. No adverse patient effects were reported.